Event description:
Sales rep reports the perforator failed to disengage while drilling a craniotomy. The drill became embeded in the cranium, the body broke off. And a vice grip was needed to extract the device.